Event description:
It was reported that high high-voltage impedance and no sensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.